Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal to be degraded. Functional testing was able duplicate the reported problem. It was determined that a contaminated dso sensor was the root cause. The dso sensor and the latch/lock flex sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown. This report was submitted under MFR# 3012307300-2024-00516 on 01feb2024. Because successful acknowledgements were not returned, this report is being resubmitted per esg ticket (B)(4).

Event description:
It was reported that the 'cassette won't attach', 'pm dating' and 'pump got wet'. There was unknown patient involvement.